Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): lead not received by manufacturer.

Event description:
It was reported that there was varying pacing impedance. During the laser extraction procedure, urgent cardiothoracic surgery was necessary due to an acute decrease in arterial blood pressure. Further information on the patient's status was not available at this time. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.